Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site on 4/30/2105 to troubleshoot issue and found the fuses had blown on the mobile view station (mvs) and the pin of the power plug was getting burnt. The medtronic representative tightened the metal clip for better contact with the fuse, replaced f11 and f12 fuse, and the plug. An electrical safety test was completed and passed. System was put back into use. No part returned therefore no evaluation can be completed. No further issues reported. This event was identified during a retrospective review as discussed with the (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported mvs was blowing a fuse and shutting down when plugging and unplugging the power cord. Also, the pin of the power plug was burnt. Medtronic representative found that the fuse was not making complete contact with the metal clip, causing the fuse to blow. There was no patient present when this issue was identified.